Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer alleged the pump stopped during a shower and was not properly resumed afterwards due to a button not working properly, resulting in the pump being stopped for a long time and causing high blood glucose before being resumed. The blood glucose value at the time of the event was 18.6 mmol/l. The hyperglycemia and diabetic ketoacidosis were treated with an IV insulin drip (intravenous insulin infusion) and visited the emergency medical services. The customer experienced symptoms of fatigue, dry mouth, nausea, headache, and weakness during the event. The event involved product(s) mmt-1885. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the keypad anomaly, and the customer reported a stuck button alarm. The customer reported that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. Mmt-1885 was requested and customer response was that the device will be returned.

Manufacturer narrative:
Pump received with intermittent button response on the select button. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 18-nov-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 7.45 u and dailytotalofbolusinsulindelivered = 21.65 u which is equal to the dailytotalofallinsulindelivered = 29.1 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 18-nov-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, found stuck button alarm in the pump history on 10/28/2025 at 11:04:09.000, 11/01/2025 at 09:02:55.000 and 11/10/2025 at 12:30:56.000. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked up, down and select button keypad overlay, pillowing keypad overlay and scratched case. Unable to verify customer alleged for high bgs/dka. Pump received with intermittent button response due to cracked select button keypad dome switch. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.